Event description:
The initial reporter stated they received discrepant results for 8 patient samples tested with alp2 alkaline phosphatase acc. To ifcc gen.2. Each sample was tested on one of three different cobas 8000 c (701) module analyzers (serial numbers (B)(4)). It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. For samples 1 and 5, it was asked, but it is not known which of the three c 701 systems was used for testing. The alp reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The customer did not provide any additional information. The investigation could not identify a product problem. The cause of the event could not be determined.